Manufacturer narrative:
This report is associated with argus (B)(4), polident denture cleanser tablets.

Event description:
She dissolved two of the polident tablets variant not specified and drank some [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional information, adverse event information was received on 13 february 2017. This case is for a male patient who accidentally dissolved and drank polident tablets variant not specified. A daughter reported her mother went to the store to buy alka seltzer and accidentally bought some polident tablets variant not specified. Her mother could not read and the boy at the check-out counter told her it was alka seltzer. She dissolved two of the polident tablets variant not specified and drank some. It was reported that her husband drank some too. The daughter said she gave them two glasses of milk. The mother told the daughter she drank some to make sure she did not have gas.